Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following surgery the patient experienced vaginal mesh exposure, mixed urinary incontinence, fecal incontinence, cystocele, urgency and frequency. (B)(4).

Event description:
It was reported that following surgery the patient experienced vaginal mesh exposure, mixed urinary incontinence, fecal incontinence, cystocele, urgency and frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03499. The same patient is represented in each medwatch.

Manufacturer narrative:
It has been reported that following insertion the patient experienced atrophic vaginitis, incomplete emptying and abdominal discomfort. (B)(4).

Event description:
It has been reported that following insertion the patient experienced atrophic vaginitis, incomplete emptying and abdominal discomfort.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced nocturia and nocturnal enuresis.

Event description:
It was reported that following insertion the patient experienced nocturia and nocturnal enuresis.